Event description:
The patient's mother called to report that she thinks there is something wrong with the patient's pump. Everytime patient gets down to 100 units in the cartridge patient gets an occlusion as well as high blood glucose level.